Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Caller stated that the high blood glucose was caused by a kinked cannula. Customer was not feeling well at work. Customer's infusion set cannula was found to be kinked. Customer was treated with an insulin IV drip. Caller stated that the pump was removed at the time of going to the emergency room. Caller stated that her son was not with her at this time.